Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for both high and low blood glucose. Customer declined to transfer to the helpline. Customer does not remember readings or dates. Customer stated that he was 4 days into fighting strep though, which caused the erratic blood glucose.